Event description:
A pt was in the pediatric ICU (picu) for procedural sedation for the placement of a 16 french mic-key button and the removal of an existing gastric jejunal (g-j) tube. The pt was g-tube dependent secondary to severe reflux. The pt was sedated with propofol. The g-tube the pt's family brought with them from the physician's office had a leak in the balloon and was unusable. A 14 french mic-key button was used in its place. There were two failed attempts before the third placement was successful.